Event description:
Paramedics responded to a person down a long time in full cardiac arrest. The patient was connected to the device with ECG electrodes to confirm asystole in 2 leads. The reporter stated that upon observing p-waves with asystole in lead ii, they connected the patient to the device with disposable defibrillation/ECG electrodes and initiated pacing. According to the reoprter, when the operator attempted to increase pacing current, the device alarmed pacing leads off and would not pace the patient. The reporter stated this occurred 3 more times after all connections were checked but then the device worked properly on the 5th time and the patient was transferred to the hospital while being paced. The patient did not survive, but the reporter stated the patient was down for 1/2 hour and indicated they were not viable.